Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole in the catheter was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The returned unit was functionally tested by flushing the catheter with water using a 12ml syringe. During testing, a leak was observed between the 10 cm and 11 cm depth markers. Microscopic inspection of the leak site found that a longitudinally aligned tear was present. The tear had sharp and well-defined fracture edges, and the fracture surface was granular. Extending from the tear in both directions was a linear depression in the catheter tubing. The linear depression observed on the exterior did not appear to extend further into the wall of the catheter. A measurement for the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. Based on the available evidence, it was not possible to conclusively determine the root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information: it was reported there was no medical intervention or treatment changes and no exposure of blood or bodily fluids to the healthcare professional.

Event description:
It was reported PICC line leaking, has a hole 15cm up in the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.